Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the device was used, it felt like it didn't click easily. But it fired and the staples were not placed correctly. They pointed to all different places. After that they used a roticulator 45 and they still had enough tissue left, so the problem was solved. They used an endogia and not a clip to close the ductus because the ductus was quite big. Pt status: ok.

Manufacturer narrative:
(B)(4).